Event description:
It was reported that the patient presented in clinic for follow-up when out of range, high impedance and noise were observed as result of lead fracture. The lead was explanted. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.